Event description:
It was reported by service report that the weld was broken at the fowler. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation is in progress.